Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that patient had experienced postoperative manifest refraction spherical equivalent (mrse) equal to two diopters and again after three months during retreatment patient achieved postoperative manifest refraction spherical equivalent (mrse) greater than one diopters, along with residual myopia after refractive surgery. There was no issue with the device and the laser worked in normal mode. The patient condition is under control, no additional operations are planned. The patient is satisfied with the results.